Manufacturer narrative:
Review of mfg sterilization records reveal that all sterilization specifications were met.

Event description:
It was reported by the nursing staff that the pt had developed a staphylococcus infection of the lead track area. Further information has been requested and has not been received at this time. A follow-up report will be submitted if add'l info is received.